Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Additional event for this patient reported on medwatch number 1825034-2016-02710. Product location unknown.

Event description:
During a hip revision procedure, the driver bit fractured off into the hex screw while the trial body was being attached to the implanted stem. As a result, the stem and trial body were removed and the surgeon re-reamed the medullary canal to complete the procedure with another stem. No fractured pieces fell in to the patient. There was a delay in procedure of approximately thirty minutes.